Event description:
It was reported that the crw precise lateral right trunnion was so difficult to adjust it required force. The unit was also out of calibration. The arc had always moved freely and adjusted easily. An additional crw unit was available and ready for use - the time estimated for removal of one unit and replacement with the other was 20 minutes. The patient was prepped for surgery. There was no adverse patient outcome and the case proceeded as expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.